Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and then the display went blank. Blood glucose value was 85 mg/dl. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. He was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the customer did not have a cotton swab to clean the battery cap and stated that the display did not return after inserting the battery. He was then instructed to remove the battery for 2 hours and call back if the display does not return after the reset and reinserting the battery.